Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) twice. Magnet response was performed. No magnet response was reset and no beeping tones were heard. Technical services (ts) discussed troubleshooting efforts. An x-ray was performed and revealed it was twiddled. The plan is changeout the s-ICD system. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) twice. Magnet response was performed. No magnet response was reset and no beeping tones were heard. Technical services (ts) discussed troubleshooting efforts. An x-ray was performed and revealed it was twiddled. The plan is changeout the s-ICD system. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.